Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 1627487-2020-30686. It was reported that infection of the wound was observed on the spinal column, implantable pulse generator (ipg) pocket site and in the extension site area. An ipg has not been implanted yet since patient is in trial phase. Patient was given oral antibiotics with daily control of the wound and inflamed sites. No additional information is available at this time.

Manufacturer narrative:
The reported issue for ¿infection¿ cannot be confirmed through product analysis testing. Production records pertinent to sterility/package were reviewed for the returned product and no nonconformances were recorded. The returned lead was complete and passed all functional testing (except one channel).